Manufacturer narrative:
It was reported that post-operative scan showed that electrodes were implanted inaccurately. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the inaccuracy is confirmed for the 21 electrodes. The most probable root causes of this event are: - the image fusion quality of pre and post-operative fusions : the images were merged automatically and that no manual adjustments were made by the user. - an undetected head shift after the registration - the registration method and its quality : the quality of the registration on the sides and the back of the skull cannot be determined, as no extra point was taken on those areas. None of these hypotheses could be confirmed with available information; the root cause for the inaccuracy cannot be determined. The surgeon was trained on the device.

Event description:
After seeg, patient received post-op CT and mr. Upon merge with pre-operative imaging, it was revealed that placement of depth electrodes was inaccurate. The right-sided leads are all low, but the left-sided ones look good. No suspected head shift, and right side was done before left. Surgeon believes that the image merge was correct. There was no adverse effect on the patient due to the imprecision.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After seeg, patient received post-op CT and mr. Upon merge with pre-operative imaging, it was revealed that placement of depth electrodes was inaccurate. The right-sided leads are all low, but the left-sided ones look good. No suspected head shift, and right side was done before left. Surgeon believes that the image merge was correct. There was no adverse effect on the patient due to the imprecision.